Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received an alarm which indicated that the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was. Customer was able to clear the alarm but did not received request to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, error 81, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).